Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure; the device broke. The surgeon reported that the knife bent and when removed from the patient, the jaw fell off. The procedure was completed using same like device. There were no adverse patient consequences reported.